Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2021 due to a blood glucose level of approximately 421 mg/dl and trace ketones. Customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.